Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap and damaged battery cap. The customer's blood glucose reading was unknown. The customer mentioned that the drive support cap was protruded. The customer tried to change the battery but was unable to remove the battery cap. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.